Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure damage adhesion loose screw connection was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the malfunction was identified during preparation for use for an unknown procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device exhibited damage adhesion loose screwed connection. There were no reports of patient harm.